Manufacturer narrative:
(B)(4). Sample availability is unknown at this time. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was not confirmed due to unavailable sample. The sample was not received for evaluation; therefore, the root cause could not be determined. A batch review was not performed due to unknown lot number. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted global technical services (gts) regarding assistance with a check patient line alarm while using the homechoice (hc) during the initial drain. Gts had the patient pull the tape off the catheter, and pull the patient line up and down really hard before pressing "go." The alarm returned. The patient stated he had big air bubbles in the patient line. Gts then had the patient cycle power and end therapy to start over with new supplies. No injury or medical intervention was reported.